Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of capturing problem was not confirmed. Visual inspection of the device found no anomaly on outer and inner helix, helix lengths were within specification. Further analysis performed found no anomalies contributing to reported event of capturing problem.

Manufacturer narrative:
Correction: upon review, the leadless pacemaker should not have been submitted under 2017865-2025-1003984 as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received indicated premature battery depletion was not alleged on the ra lp. Both the ra lp and rv lp were replaced with a biventricular pacemaker system. The patient was asymptomatic and stable throughout the procedure. Furthermore, there was no alleged malfunction on the rv lp. It was explanted due to the patient requiring cardiac resynchronization therapy (crt).

Event description:
It was reported that the patient's right atrial leadless pacemaker (ra lp) was explanted on (B)(6) 2025 with a note stating atrial threshold was at '5.5 @ 1.5'. Additionally, the remaining longevity of the ra lp was 5 months despite having been implanted in (B)(6) 2025, indicating there was rapid battery loss exhibited by the ra lp. The right ventricular leadless pacemaker (rv lp) was explanted on (B)(6) 2025 as well with a claim that it reached eri, however, it was only implanted in (B)(6) 2025, and the remaining longevity was 15.3 years. Further information was requested but not received.